Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patients left ventricular (lv) lead became dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
Additional information revealed the left ventricular (lv) lead was not capturing and had an impedance change. The patient is also enrolled in the product surveillance registry study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).